Manufacturer narrative:
(B)(4). Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "malfunctioned several times. Dr. Had to remove the staples. A 2nd stapler was opened + used with no issues." Patient status "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device could not be actuated and was covered with lots of debris/blood. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical's instruction for use (IFU) states to "not place the clip applier through the trocar if a clip is present in the jaws." In order to ensure the best performance, function, and ease of use of its products, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Additional information was requested and provided.